Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, visual summary analysis of the lead indicated apparent explant damage, and visual summary analysis of the lead indicated stretching; proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up could not be conducted due to the lack of available information. No patient complications have been reported as a result of this event.